Event description:
It was reported that the customer insulin pump had physical and cosmetic damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked display window corner, minor scratched on display window and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.